Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, full battery functionality, power supply test, and stress testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device log shows occurrences of low battery, replace battery, and battery low voltage. These messages indicates the battery that was used is depleted and faulty, but it does not indicate a device malfunction. The battery used at the time of the report was not returned. No trend is associated with reports of this type.